Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 11cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported loss of sensing and elevated threshold. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead capped due to loss of sensing and elevated threshold. Physician elected to replace upgrade to df4. No adverse patient events reported. Should additional information become available, it will be added to this file.